Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was positioned 70:30 aortic/ventricular (a/v) and deployed 95:5a/v. Moderate paravalvular leak (pvl) was noted due to the incomplete seal in the annulus. A second xt valve was deployed in a final 60:40 a/v position, correcting the pvl. Following the procedure, the patient was transferred in stable condition. It was perceived that procedural factors, poor image intensifier angle and fair coaxial alignment of the delivery system (ds) and valve during deployment contributed to this event. The image intensifier angle and coaxial alignment were both reported to be good during the deployment of the second valve. The native annulus area measured 400mm2 by CT. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (poor image intensifier angle and fair coaxial alignment of the ds) likely contributed to this event. A second valve was deployed, correcting the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.